Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port and inlet port of a rd900 neopuff infant resuscitator were broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section g4: rd900agu is not sold in the USA but it is similar to a product which is sold in the USA, rd900aeu. The 510(k) for that product is k971695. Method: the subject rd900agu neopuff infant resuscitator was returned to our fisher and paykel healthcare (f&p) service centre in germany where it was inspected by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the subject rd900agu neopuff infant resuscitator confirmed that the gas inlet and outlet ports were broken. Conclusion: we are unable to determine the exact cause of the reported fault. However, it is likely due to physical impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A healthcare facility in germany reported that the gas outlet port and inlet port of a rd900 neopuff infant resuscitator were broken. There was no patient involvement.